Manufacturer narrative:
No product has been returned for evaluation nor were x-rays provided to confirm the reported event. Potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s); pain, discomfort or abnormal sensations due to the presence of the device..." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants..." "...compatibility: do not use reline system with components of other systems than armada system..." Post-operative warnings "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." No product returned for evaluation.

Event description:
On (B)(6) 2017, a patient underwent a vertebral body replacement procedure at l1-l2 levels with percutaneous posterior fixation from t10-t12 and l3-l5 levels. On (B)(6) 2017, the patient experienced pain and x-ray showed back out of the pedicle screws at t10/11/12 levels. On (B)(6) 2017 patient underwent a revision procedure where implants were removed and replaced with non nuvasive product. Construct was also extended from t2 to s2ai levels. No patient injury was reported.